Manufacturer narrative:
(B)((4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Blood glucose level was 50 mg/dl at the time of incident. Customer treated low blood level by having breakfast. Customer stated that they were inserting a sensor and had a low blood glucose at that time. The customer declined to troubleshoot for the low blood glucose event. It was unknown that customer was using auto mode or not at the time of incident. The pump will not be returned for analysis.